Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported allegations. A second review of the attached x-rays confirmed that there was a disassociation event following the reported dislocation. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : DHR has been reviewed and no deviations or anomalies were found that would contribute to reported allegations. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to nca (bfarm): "hip-tep right side 2005 in our hospital. Since (B)(6) 2020 ms. (B)(6) was complaining about strong pain in the right hip. The pain was strong, the ability to walk and stand was completely eliminated. The patient alerted the ambulance, who finally brought her in. The pain was not possible to be managed on an outpatient basis. On the other hand she has been very satisfied with the right hip replacement over the years. Two years ago a hip-tep of left hip took place. This one was followed by 2 additional surgical interventions due to infection. Radiological polyerthylene dislocation of right hip-tep. Change of polyethylene and hip-head on (B)(6) 2020."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.